Event description:
It was reported that a female patient underwent breast augmentation revision with two 275cc mentor smooth round moderate profile saline breast prostheses. Post-operatively, the patient was diagnosed, via ultrasound, with bilateral breast implant deflations. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2021. The replacements were: (left) 275cc mentor smooth round moderate profile saline catalog: 3501640 lot: 9657688 sn: (B)(4) and (right) 275cc mentor smooth round moderate profile saline catalog: 3501640 lot: 9657688 sn: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Initial reporter's phone number: (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Analysis of the suspect medical device's photo: upon visual evaluation of the image provided in the complaint, the implant was observed deflated. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 3, 2022, the mentor failure analysis lab received the device for evaluation. On march 11, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample, determined that the sal smooth rnd diap 275cc breast implant was found to be deflated. A tear is extended approximately 3.0 cm from the anterior to the posterior view. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear on the posterior aspect, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.